Event description:
Light was in use during a procedure when the handle fell from the center of the light and hit the pt in the chest. Pt did not sustain any injuries.

Manufacturer narrative:
The handle assembly consists of a handle, pin and supporting component that locks it into place on the lighthead. During use, the handle fell from the light, it is unknown whether the handle broke and fell or if the handle fel and then broke. The locking mechanism remained in place. The most common root cause for a handle failure are excessive force during use causing the handle to break, which is unlikely due to the amount of force required to break the handle, or autoclaving the handle at too material to become brittle. We are unable to reproduce the failure and are continuing to investigate other possibilities.